Event description:
Pt had a left total hip arthroplasty in 2008, and was discharged from the hospital at about four days post-op. He was readmitted at about two weeks later for left hip cellulitis, and taken to surgery in the next day for a acetabular liner, and femoral head exchange.